Event description:
It was reported that the user experienced prolonged hyperglycemia with a fingerstick value of 458 mg/dl and noted a bent infusion cannula that was replaced, followed by a separate episode in which insulin was seen under the cartridge consistent with a cartridge leak; the user inquired about insulin volume per inch of tubing and received replacement infusion sets. Investigation included complaint review, user interview, and assessment of product use. Further investigation of this case revealed user-reported infusion set cannula bending and a leaking cartridge. There was no user reported clinical symptoms as a result of elevated blood glucose. Outcomes included transient impairment due to high glucose that later resolved, with blood glucose subsequently reported at 118 mg/dl and stable, and no medical intervention or hospitalization reported. It was concluded that, based on previously established findings for similar reports, hyperglycemia occurred and the cause was unclear, with contributory factors including infusion set failure and a cartridge leak. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.